Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device exhibited noise on the atrial channel. The device was explanted and replaced. The patient's condition was fine after the procedure.